Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had three stored episodes of pacemaker mediated tachycardia (pmt). It was noted that the patient had a syncopal event around the time of the pmt episode. Upon further review, there has been over 2k pmt episodes, and syncope is unlikely related to pmt. The plan is to continue to monitor. At this time, the device remains in service. No adverse patient effects were reported.